Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Email - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, brown particles in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV. The device has been explanted.